Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aq2010v intraocular lens. The lens was inserted into the eye and the haptic tore off. The lens was removed in two pieces and a capsule tear occurred. A subsequent vitrectomy was performed and a back-up lens was implanted. There was no pt injury and the pt is doing well.